Event description:
It was reported that during surgery, the unit did not work properly. No water came out from the device. Battery expulsion was confirmed after final assessment. There was no patient impact and there was a delay of 20 min for a new device. Another device was used instead. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned with the batteries removed from the pack. Functional testing found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing and design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in china.